Event description:
When the device is turned on, the main console defaults to a low level heat setting rather than defaulting to a standby mode. The circulator or other operating room staff needs to switch the device to standby or it continues to emit heat. There was a recent event in the or where the device was not switched to standby after it was turned on and the device burned a hole in a drape on the or table. No patient harm occurred at the time. Staff would prefer if the device defaulted to the standby setting rather than to a heated setting.